Event description:
Caller reported experiencing occlusion alarms. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was skipping the air removal step when filling the cartridge and was using cold insulin. Tandem technical support educated customer to perform the air removal step when filling the cartridge and informed customer that insulin should be at room temperature before filling a cartridge per user guide. To address the issue, the customer changed the infusion set and cartridge, then resumed insulin delivery.